Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 01l86-40 that has a similar product distributed in the us, list number 01l86, that is 510k exempt.

Event description:
The customer observed elevated highly sensitive troponin-I results when processing on the architect i1000sr processing module. On (B)(6) 2026, sample ID (B)(6) generated 55.8 pg/ml, rerun 2.2 pg/ml. Customer reference range: male < 12 pg/ml and female < 10 pg/ml. Additional patient information was not provided. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results on the architect i1000sr, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The customer service representative reviewed the instrument logs and determined the arc tbg/sn tp wz, list number 08c94-90, was broken and the customer replaced it, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed elevated highly sensitive troponin-I results when processing on the architect i1000sr processing module. On (B)(6) 2026, sample ID (B)(6) generated 55.8 pg/ml, rerun 2.2 pg/ml. Customer reference range: male < 12 pg/ml and female < 10 pg/ml. Additional patient information was not provided. No impact to patient management was reported.